Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt's cpu was no longer working and was replaced by a new one. The pt complains that he sometimes hear voices low and sometimes normal. After testing of the pt's implant, the pt suddenly said that he no longer hears anything. It was confirmed that the device had malfunctioned.